Event description:
It was reported that during a full supply change and reconnection to the pump, the user paired a new freestyle libre 3+ sensor to a different device rather than the ilet bionic pancreas, which prevented glucose data from being received by the ilet system. No clinical signs, symptoms, or conditions were reported. Outcomes included the need to pair a new sensor to restore glucose data flow. User support included remote troubleshooting and education on correct sensor pairing and the required warm-up period. Investigation of this case revealed the sensor was in use by another device, preventing communication with the ilet app until a new sensor was paired and initialized. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to incompatible device pairing.